Manufacturer narrative:
The customer could not determine which serial numbers of their large fleet actually had experienced the cracking. The customer also stated that they have disposed of the cracked headsection.

Event description:
It was reported the load wheel casting cracked. No adverse consequences alleged.